Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown femoral component catalog#:unknown, lot#:unknown; unknown bearing catalog#:unknown lot#:unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04748, 0001825034-2017-04749.

Event description:
It is reported that the patient is indicated for a revision procedure due to unknown reasons. No additional information is available at this time.